Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the insulin pump would not function properly after it was exposed to moisture when taking a shower. Blood glucose level at the time of the incident was 111 mg/dl. Message was sent to the customer requesting contact information, but no response was received. The insulin pump will not be returned for analysis.